Event description:
Additional information was received that the patient experienced arrhythmia due to the noise episodes. There was also undersensing and loss of capture observed the lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27558. During an in clinic follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) and right ventricular (rv) leads. Ra and rv lead damage was suspected, but could not be confirmed, to be the cause of the event. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.